Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was allegedly deployed inside the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was allegedly deployed inside the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one denali jugular introducer sheath with a loaded filter storage tube, and a pusher catheter with one loaded touhy-borst adapter, and one loaded filter storage tube. On visual evaluation, sample appeared to have blood residue throughout. The filter was observed to be deployed within the introducer sheath; pusher catheter was loaded to the touhy-borst adapter and filter storage tube (filter storage tube 1). A kink was noted to the pusher catheter; the filter was not received within the filter storage tube. The introducer sheath had two kinks, from the distal tip. The filter was noted to be within the introducer sheath proximal to kink 1. A second filter storage tube (filter storage tube 2) connected to the introducer hub. It was noted to be bloody within. Functional testing, an attempt was made to deploy the filter from the introducer sheath using a mandril but was not successful as the kinks would not let the mandril through, the introducer sheath was cut, and the filter was pushed using the mandril to exit from the side that was cut. The filter deployed successfully with no tangled legs. Dimensional analysis was performed. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported premature activation as the conditions of use cannot be recreated and investigation is identified and confirmed for the deformation due to compressive stress as kink observed in the tip of the introducer sheath. A definitive root cause for the reported premature deployment and deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.